Event description:
Information received that the stretcher brakes were not holding. No injury reported.

Manufacturer narrative:
Technician was informed that the stretcher brakes were not holding. Repair not yet complete.